Event description:
It was reported that the bronchovideoscope image displayed intermittently. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.